Manufacturer narrative:
The product was not returned for analysis. Photo review: this photograph is of what appears to be a pciol visible through a dilated round pupil at high magnification. Anterior iol surface opacification is visible superiorly and inferiorly with moderate density. There are strands of opacification that extend centrally and may be within the visual axis the appearance of these opacities likely represents lens epithelial cell on-growth (lecog). The above findings likely demonstrate lens epithelial on-growth (lecog). It is reasonable to conclude that the decrease in visual acuity is a result of the opacification on the anterior lens. No root cause of the anterior capsule on-growth can be ascertained from the image. Based on our observation of the attached photo, anterior iol surface opacification is visible. No root cause of the anterior capsule on-growth can be ascertained from the image. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of intraocular lens (iol), the patient's visual acuity was not good, non-inflammatory cells were adhered on front of iol over almost the entire circumference of the iol. Yag procedure was performed. The symptoms were resolved. There are two medical device reports associated with this patient. This report is associated with the left eye.